Event description:
A malfunction was reported by an international distributor named (B)(6) regarding a pump with no additional information on blood glucose levels. There was no adverse impact to the customer's blood glucose level, as specific values were not provided. The distributor is awaiting the return of the pump, and a replacement pump with a new serial number has been issued.